Manufacturer narrative:
(B)(4). Batch # t93p6w. Investigation summary the device was returned with no apparent damage. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and a crack was located at an area inside the tube proximal to the tissue pad. This is consistent with a side load being applied to the blade while active with the jaw closed. No 'no instrument uses remaining' alert screens could be identified at any time during testing. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. No conclusion could be reached as to how this issue occurred. Additional information was requested and the following was obtained: please explain why the procedure was converted to an open procedure? Because the surgeon met some complication on the procedure: 1- complication of patient¿s anatomy and 2- the harmonic instrument did not work properly for sealing. Was the conversion to open procedure due to not having another device available? No, there are some instruments available: our lap. Harmonic scalpels; ligasures of medtronic; thunderbeat of olympus. But due to the condition of patient, the surgeon decided to convert to open with harmonic 23cm. Was the conversion due to the patient¿s anatomy? Yes, due to both anatomical and instrumental conditions (noted to be a complicated case). Following information has been requested to date a response had not been received: what was the surgical procedure? On what anatomical structure was the device used? What is meant by ¿harmonic instrument did not work properly for sealing¿? Please explain. Was the device able to transect tissue? Could the device be activated? What does it mean by ¿this scalpel then need to be reactivated every 10 mins¿? Was this a reprocessed device? Were there any other generator alert screens displayed? Was the min or max button used? What power level was used? What is the surgeon¿s experience with this device?

Event description:
It was reported that during a laparoscopic harmonic scalpel har36 met error "restart generator" after activated about 5 - 7 mins. After restarting the generator, the instrument met error "no instrument use remaining", and didn't work. The surgeon decided to change to open surgery using har23. This scalpel then need to be reactivated every 10 minutes surgery. The surgery was delayed due to the reported event by 60 minutes. Procedure was successfully completed.